Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. It also indicates to change your infusion set every 48¿72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported customer experienced elevated blood glucose (bg) levels ranging from 200-454 (mg/dl) with trace levels of ketones. The customer delivered correction boluses via the insulin pump to address bg levels. System check with tandem's technical support on (B)(6) 2016, indicated that the pump was performing as intended; however, the customer uses humalog, and has been using the cartridge and infusion set tubing for 4 days. Customer was reminded that humalog is indicated for up to 48 hours of use. Subsequently, the customer experienced low bg levels of 45 mg/dl from (B)(6) 2016. Reportedly, the customer has been physically active. Customer consumed 15 grams of carbohydrates, glucose tablets, and gel glucose to treat bg levels. In addition, the customer changed out the supplies during the call and was recommended to discuss diabetes management with healthcare provider.